Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery due to running out of insulin; she changed the reservoir and received another no delivery alarm during manual prime. The blood glucose at the time of the incident was 262 mg/dl; treated with the insulin pump. The customer mentioned that she has received multiple no delivery alarms during prime and that while changing the reservoir, the piston would stop moving before reaching the reservoir. The alarm history showed 8 no delivery alarms. Troubleshooting was performed and the no delivery alarm was resolved and she was able to prime after changing the reservoir and battery. The reservoirs will not be returned for analysis.